Manufacturer narrative:
Customer stated problem can be confirmed. The heater plug was not in the correct position and had sometimes interruptions. Plug reconnected. Pm performed. Electrical safety and functional test passed.

Event description:
It was reported that the device was switching off after 3-4 minutes and the led error display showed the following: temperature setting led off; overtemp led flashed quickly; maintenance led flashed quickly; standby led on. There was unknown human harm reported as a result of the event.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The heater plug was found to not be in the correct position and had intermittent interruptions. The plug was reconnected and the device passed all functional tests. Service history identified that no previous repair has been noted in the last 12 months.